Event description:
Complainant alleged that during routine preventative maintenance the paddles would not allow the device to charge. Complainant indicated that there was no patient involvement in the reported malfunction.